Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had floating oil. This occurred on 70 occasions after use. The following information was provided by the initial reporter: floating oil. Generate some floating oil after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to floating gel as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had floating oil. This occurred on 70 occasions after use. The following information was provided by the initial reporter: floating oil. Generate some floating oil after centrifugation.